Event description:
Reportedly, the instrument did not place properly formed staples on the rectal tissue. As a result, the staple line did not maintain hemostasis, another instrument was utilized to transect the tissue containing the malformed staples and complete the anastomosis, and the case was completed without further incident. Procedure: colon resection. Patient status: stable.